Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for spinal pain indications. The patient reported that they had magnetic resonance imaging (MRI) about 3 weeks ago and the next day or 2 days later they saw healthcare provider (hcp) office and the pump had turned off but turned back on. Patient mentioned they been through withdrawal and hcp office did not seem to care.